Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 17jan2017 in describe event or problem. No further follow up is planned. Evaluation summary: a female patient reported that there was injection force when she pushed down on the injection button of her humapen ergo ii device. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The humapen ergo ii device does require a small amount of force to be applied to the dose knob in order to operate the device. In the frequently asked questions section in the instructions for use, guidance is provided for how to make it easier to depress the injection button if the user is experiencing difficulty pressing on it. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient. Medical history included cerebral infarction, hypertension and legs and waist pain. Concomitant medications included insulin detemir, irbesartan, rosuvastatin and calcium for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via reusable pen (humapen ergo ii), at three times a day, 10-14 (units were not provided), subcutaneously, for the treatment of diabetes, beginning approximately in 2006. In 2014, she was hospitalized due to high blood sugar. Her physician prescribed her to change from human insulin 70/30 to insulin lispro. In 2014, she started to receive insulin lispro (rdna origin) (humalog) via reusable pen (humapen ergo ii), at three times a day, 10 (units were not provided), subcutaneously, for the treatment of diabetes. On (B)(6) 2016 she was hospitalized due to high blood sugar. She also was hospitalized every year for unknown reasons. On an unspecified date, it was unknown if during human insulin 70/30 or insulin lispro treatment; the patient developed drug-induced deafness. On an unspecified date, the patient had an unspecified product complaint against the humapen ergo ii ((B)(4)/ lot unknown). Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro treatment was ongoing. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use was over ten years, and the suspect humapen ergo ii duration of use started in approximately 2016. The suspect humapen ergo ii was continued. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro, human insulin 70/30 or humapen ergo ii. Update 20dec2016: additional information received on 15dec2016 from the product complaint safety database added the (B)(4) to the humapen ergo ii; and updated the narrative. The medwatch fields were updated for regulatory reporting. Update 17jan2017 additional information received on 16jan2017 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient. Medical history included cerebral infarction, hypertension and legs and waist pain. Concomitant medications included insulin detemir, irbesartan, rosuvastatin and calcium for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via reusable pen (humapen ergo ii), at three times a day, 10-14 (units were not provided), subcutaneously, for the treatment of diabetes, beginning approximately in 2006. In 2014, she was hospitalized due to high blood sugar. Her physician prescribed her to change from human insulin 70/30 to insulin lispro. In 2014, she started to receive insulin lispro (rdna origin) (humalog) via reusable pen (humapen ergo ii), at three times a day, 10 (units were not provided), subcutaneously, for the treatment of diabetes. On (B)(6) 2016 she was hospitalized due to high blood sugar. She also was hospitalized every year for unknown reasons. On an unspecified date, it was unknown if during human insulin 70/30 or insulin lispro treatment; the patient developed drug-induced deafness. On an unspecified date, the patient had an unspecified product complaint against the humapen ergo ii (product complaint (B)(4) / lot unknown). Information regarding corrective treatment and outcome of the event was not provided. Insulin lispro treatment was ongoing. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use was not provided and the suspect humapen ergo ii duration of use started in approximately 2016. The suspect humapen ergo ii was continued and its return was not expected. The reporting consumer did not know if the events were related to insulin lispro, human insulin 70/30 or humapen ergo ii. Update 20dec2016: additional information received on 15dec2016 from the product complaint safety database added the product complaint number (B)(4) to the humapen ergo ii; and updated the narrative. The medwatch fields were updated for regulatory reporting.